Event description:
New information received indicating that programming changes were made to resolve the post-paced t-wave oversensing (pptwos). The patient was stable, no adverse health consequences.

Event description:
It was reported that the device exhibited post-paced t-wave oversensing. No programming changes were made, and the patient will continue to be monitored. There were no adverse health consequences to the patient.